Event description:
On (B)(6) 2010, patient reported the up button on her infusion device is no longer working properly. Patient stated she attempted to bolus earlier today and discovered the infusion device did not respond when pressing the up button. Patient reported she was able to manually inject insulin to cover her insulin needs at this time. Patient stated the button pops back up as normal. Assisted patient with checking both the up and down buttons during the call. Neither the up or down button responded. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.